Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported manufacturing lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint #: (B)(4).

Event description:
As reported, on (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During procedure, when the treating physician pulled back the guidewire through the micro-access needle, resulting in the guidewire fraying. No piece of the guidewire remained inside of the patient. It was reported the patient suffered no harm or injury due to the event. The disposable device has been reported as available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 45cm nitinol guidewire. The wire was frayed. The customer's reported complaint description of the guidewire becoming frayed when pulled back through the needle is confirmed. The component was sent to angiodynamics' vendor for evaluation. The supplier performed a device history record (DHR) review . There were no non-conformances generated against the lot in question. Based on the evaluation the supplier determined that the product met all quality, customer and manufacturing specifications when assembled and feels no further action is warranted at this time. The shear damage suggests manipulation of the specimen within a needle shaft. It appears that clinical and/or procedural factors impacted the events as reported. The observations and speculations are based on the evidence presented by the sample and the information provided by the supporting documentation. The root cause for the reported complaint description was determined to be due to the user withdrawing the guidewire through the access needle causing the damage to the guidewire. This is a contradiction within the supplier's IFU. The instructions for use, which is supplied to the end user with this catalog number instructs the user to remove the dilator and guidewire together. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).